Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2018. No additional event or patient information is available. Data was provided for investigation, but confirmation of the allegation could not be assessed because calibrations were not available for analysis. Confirmation of the problem and root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted at the abdomen on (B)(6) 2018.